Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 621815) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, abnormal uterine bleeding and stress urinary incontinence. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and stress urinary incontinence ("stress urinary incontinence") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, uterine leiomyoma, abnormal uterine bleeding and stress urinary incontinence outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea, stress urinary incontinence and uterine leiomyoma to be related to essure (ess205). The reporter commented: left: 2 coils, right: two coils. Lot number:621815 manufacturing date:2006-12 expiration date:2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 621815) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, abnormal uterine bleeding and stress urinary incontinence. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abnormal uterine bleeding ("abnormal uterine bleeding") and stress urinary incontinence ("stress urinary incontinence") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, uterine leiomyoma, abnormal uterine bleeding and stress urinary incontinence outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea, stress urinary incontinence and uterine leiomyoma to be related to essure (ess205). The reporter commented: left: 2 coils, right: two coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.